Event description:
The customer called to report high blood glucose levels, and feels that the insulin pump is not delivering any insulin. The customer also reported that he was in a car accident after experiencing a low blood glucose reading of 17 mg/dl while driving. The customer stated that the paramedics arrived at the scene and treated his blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that he has conducted the same test previously, but eventually the insulin pump stops working. The customer was not comfortable with the insulin pump, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.